Event description:
An alarm issue was reported with the adc device. Customer reported an unspecified alarm issue and customer was unaware of changes in glucose levels. As a result, customer experienced ¿feeling in the stomach¿, seizure and a loss of consciousness and was unable to self-treat, requiring hcp treatment of levetiracetam. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device with samsung mobile, operating system android, operating system version 13 and app version 2101. Customer reported an unspecified alarm issue and customer was unaware of changes in glucose levels. As a result, customer experienced ¿feeling in the stomach¿, seizure and a loss of consciousness and was unable to self-treat, requiring hcp treatment of levetiracetam. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Modified sn from (B)(6) to (B)(6), based on returned product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device with samsung mobile, operating system android, operating system version 13 and app version 2101. Customer reported an unspecified alarm issue and customer was unaware of changes in glucose levels. As a result, customer experienced ¿feeling in the stomach¿, seizure and a loss of consciousness and was unable to self-treat, requiring hcp treatment of levetiracetam. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported an alarm issue. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy s20 fe 5g android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification.      The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.